Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she complains of glare, things "shimmy", things that are not supposed to glow in the dark are glowing in the dark. She states she can not see with readers, unable to hold things at arms length and can not hold things out far enough to see. Additional information was received stating really bad glare outside and in big box stores and some other lighting, can not pluck hairs from face by seeing them. The consumer was an artist and really fine details are hard to see even with readers. There are two medical device reports associated with this patient. This report is for right eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. There are no other complaints in this lot the product investigation could not identify a root cause. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).